Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a securi-t percutaneous replacement gastrostomy tube was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure performed in 2009. According to the complainant, in 2009, gastric fluid was found around the stoma. A scope was inserted and only a half of the internal bolster was seen. The other half was not seen in the stomach and it was not protruding out of the body, it appeared to be immersed in stomach tissue. The physician suspects leakage occurred because the immersed bolster broadened the stoma. There was no skin growth around the device. The physician pulled up and removed the entire device and completed the procedure by placing a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.